Event description:
Boston scientific (bsc) crm received information that this patient's right atrial (ra) lead dislodged after the pocket was closed. The lead was successfully repositioned and the patient checked out of the hospital in great condition the following day.